Event description:
It was reported a patient presented for an upgrade and pocket pus was identified. The system was extracted in a procedure on 14 nov 2024. Post-procedure the patient was stable.

Manufacturer narrative:
Correction: return not received, appropriate codes inputted. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.